Event description:
On (B)(6) 2009, an ipp was implanted. On (B)(6) 2010, the entire device was removed and replaced, reason not indicated. No patient complications reported. Ams received additional information on (B)(6) 2011: pre-operative diagnosis - malfunctioning penile prosthesis, peyronie's disease. "The pump was examined and was indeed malfunctioning during the pump process and so therefore the pump and the two chambers [cylinders of the penile prosthesis were removed. A new penile prosthesis was then placed into the existing chambers of the penis... The pump was then used to inflate the penile prosthesis and noted that there was a significant ring at the base of the penis that was restricting proper function of the penile prosthesis which is most likely the reason why the first penile prosthesis malfunctioned. The penile ring was examined thoroughly and it appeared to be a peyronie's plague that was causing this indent and ring around the penis... The patient will be brought back for penile plaque removal at a later date. The patient tolerated the procedure well. The patient was taken to the recovery room in stable condition."

Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.